Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe burning pain"), genital haemorrhage ("bleeding"), abortion missed ("abortion, missed") and pregnancy with contraceptive device ("pregnancy with essure") in a (B)(6) female patient who had essure (batch no. C18718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included appendicitis. Concurrent conditions included menses irregular and infection. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ovarian cyst ("cyst on ovary"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely heavy periods"), polymenorrhoea ("periods come 2 times a month"), vaginal discharge ("sometimes have brown discharge"), intra-abdominal fluid collection ("fluid buildup in stomach causing cyst"), depression ("depression"), post-traumatic stress disorder ("ptsd"), dysmenorrhoea ("monthly cycle severely painful"), abortion missed (seriousness criterion medically significant) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient was treated with hydrocodone, tramadol, ibuprofen, tizanidine, meloxicam, antibiotics and estradiol. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, depression and post-traumatic stress disorder had not resolved and the genital haemorrhage, ovarian cyst, menorrhagia, polymenorrhoea, vaginal discharge, intra-abdominal fluid collection, dysmenorrhoea, abortion missed and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal fluid collection, menorrhagia, ovarian cyst, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: physicians have recommended to patient that her only option for removal of the essure devices is via a hysterectomy. Patient expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms planning for essure removal in 2018. R as with 7 coils protruding into the uterus. L os with 2 coils protruding into the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: tubes were blocked. Ultrasound scan - on an unknown date: right ovary and adnexa show essure in positon. Most recent follow-up information incorporated above includes: on 1-mar-2018: plaintiff fact sheet and medical records received. New reporters added. Patient demographic information and patient relevant history added. Lot number (c18718) added. Events bleeding, severe burning pain (ongoing), cyst, extremely heavy periods, periods come 2 times a month, sometimes have brown discharge, fluid buildup in stomach causing cyst, depression, ptsd, life issues, monthly cycle severely painful, abortion, missed, pregnancy with essure and device ineffective added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe burning pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion missed ("abortion, missed") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included appendicitis, false labor, normal pregnancy and normal delivery. As medical history, it was mentioned unusually large fetus causing disproportion, unspecified, redundant prepuce and phimosis, absence of menstruation, post term pregnancy, antenatal screening for malformation using ultrasonic, supervision of other normal pregnancy and normal delivery. Concurrent conditions included menses irregular and infection. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ovarian cyst ("cyst on ovary"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion missed (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely heavy periods"), polymenorrhoea ("periods come 2 times a month"), vaginal discharge ("sometimes have brown discharge"), intra-abdominal fluid collection ("fluid buildup in stomach causing cyst"), depression ("depression"), post-traumatic stress disorder ("ptsd"), dysmenorrhoea ("monthly cycle severely painful") and major depression ("major depressive disorder, recurrent severe without psychotic features"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with hydrocodone, tramadol, ibuprofen, tizanidine, meloxicam, antibiotics and estradiol. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, depression and post-traumatic stress disorder had not resolved and the pregnancy with contraceptive device, abortion missed, genital haemorrhage, ovarian cyst, menorrhagia, polymenorrhoea, vaginal discharge, intra-abdominal fluid collection, dysmenorrhoea and major depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal fluid collection, major depression, menorrhagia, ovarian cyst, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: plaintiff did get depo prior to the procedure and has had estradiol in addition to help with the btb on the depo. She states the bleeding of various shaded of red has decreased but that now she has increased in passing of blood clots that are various sizes. Physicians have recommended to patient that her only option for removal of the essure devices is via a hysterectomy. Patient expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms planning for essure removal in 2018. R as with 7 coils protruding into the uterus. L os with 2 coils protruding into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: tubes were blocked, normally functioning device ultrasound scan - on an unknown date: right ovary and adnexa show essure in positon on (B)(6) 2015 CT abdomen and pelvis with contrast: impression: there is no CT evidence of distinct acute finding in the abdomen or pelvis, small linear metallic wire seen in the fundus of the uterus are nonspecific but could be a contraceptive device or related to whatever was recently surgically placed, small nodular enhancing foci in the uterus are too small to characterize and are therefore nonspecific but could be small fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, pregnancy with contraceptive device, abortion missed, depression, post-traumatic stress disorder. Major depression was specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jun-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe burning pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion missed ("abortion, missed") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included appendicitis, false labor, normal pregnancy and normal delivery. As medical history, it was mentioned unusually large fetus causing disproportion, unspecified, redundant prepuce and phimosis, absence of menstruation, post term pregnancy, antenatal screening for malformation using ultrasonic, supervision of other normal pregnancy and normal delivery. Concurrent conditions included menses irregular and infection. On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced ovarian cyst ("cyst on ovary"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion missed (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("extremely heavy periods"), polymenorrhoea ("periods come 2 times a month"), vaginal discharge ("sometimes have brown discharge"), intra-abdominal fluid collection ("fluid buildup in stomach causing cyst"), depression ("depression"), post-traumatic stress disorder ("ptsd"), dysmenorrhoea ("monthly cycle severely painful") and major depression ("major depressive disorder, recurrent severe without psychotic features"). Last menstrual period and estimated date of delivery were not provided. The patient was treated with hydrocodone, tramadol, ibuprofen, tizanidine, meloxicam, antibiotics and estradiol. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, depression and post-traumatic stress disorder had not resolved and the pregnancy with contraceptive device, abortion missed, genital haemorrhage, ovarian cyst, menorrhagia, polymenorrhoea, vaginal discharge, intra-abdominal fluid collection, dysmenorrhoea and major depression outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, depression, dysmenorrhoea, genital haemorrhage, intra-abdominal fluid collection, major depression, menorrhagia, ovarian cyst, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: plaintiff did get depo prior to the procedure and has had estradiol in addition to help with the btb on the depo. She states the bleeding of various shaded of red has decreased but that now she has increased in passing of blood clots that are various sizes. Physicians have recommended to patient that her only option for removal of the essure devices is via a hysterectomy. Patient expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms planning for essure removal in 2018. R as with 7 coils protruding into the uterus. L os with 2 coils protruding into the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-sep-2015: tubes were blocked, normally functioning device ultrasound scan - on an unknown date: right ovary and adnexa show essure in positon on 09-jul-2015 CT abdomen and pelvis with contrast: impression: there is no CT evidence of distinct acute finding in the abdomen or pelvis, small linear metallic wire seen in the fundus of the uterus are nonspecific but could be a contraceptive device or related to whatever was recently surgically placed, small nodular enhancing foci in the uterus are too small to characterize and are therefore nonspecific but could be small fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, pregnancy with contraceptive device, abortion missed, depression, post-traumatic stress disorder. Major depression was specified. Most recent follow-up information incorporated above includes: on 18-apr-2018: medical records information received. As medical history, it was mentioned unusually large fetus causing disproportion, unspecified, redundant prepuce and phimosis, absence of menstruation, post term pregnancy, antenatal screening for malformation using ultrasonic, supervision of other normal pregnancy and normal delivery. Hsg on 01-sep-2015: normally functioning essure device. Plaintiff did get depo prior to the procedure and has had estradiol in addition to help with the btb on the depo. She states the bleeding of various shaded of red has decreased but that now she has increased in passing of blood clots that are various sizes. On 09-jul-2015 CT abdomen and pelvis with contrast: there is no CT evidence of distinct acute finding in the abdomen or pelvis, small linear metallic wire seen in the fundus of the uterus are nonspecific but could be a contraceptive device or related to whatever was recently surgically placed. On 22-feb-2016 assessment was major depressive disorder. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe burning pain/ right and left pelvis pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion missed ("abortion, missed") and genital haemorrhage ("bleeding/ little spotting") in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included appendicitis, false labor, normal pregnancy and normal delivery. As medical history, it was mentioned unusually large fetus causing disproportion, unspecified, redundant prepuce and phimosis, absence of menstruation, post term pregnancy, antenatal screening for malformation using ultrasonic, supervision of other normal pregnancy and normal delivery. Concurrent conditions included menses irregular and infection. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced menorrhagia ("extremely heavy periods/extremely heavy periods"), polymenorrhoea ("periods come 2 times a month") and pain ("burning pain"). In (B)(6) 2015, the patient experienced vaginal discharge ("sometimes have brown discharge"), gait inability ("can't walk") and dysstasia ("unable to stand"). In (B)(6) 2016, the patient experienced ovarian cyst ("cyst on ovary"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced abortion missed (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid buildup in stomach causing cyst"), depression ("depression"), post-traumatic stress disorder ("ptsd"), dysmenorrhoea ("monthly cycle severely painful"), major depression ("major depressive disorder, recurrent severe without psychotic features") and abdominal pain lower ("cramping"). The patient was treated with antibiotics, estradiol, hydrocodone, ibuprofen, meloxicam, tizanidine and tramadol. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, depression and post-traumatic stress disorder had not resolved and the pregnancy with contraceptive device, abortion missed, genital haemorrhage, ovarian cyst, menorrhagia, polymenorrhoea, vaginal discharge, intra-abdominal fluid collection, dysmenorrhoea, major depression, pain, gait inability, dysstasia and abdominal pain lower outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal pain lower, abortion missed, depression, dysmenorrhoea, dysstasia, gait inability, genital haemorrhage, intra-abdominal fluid collection, major depression, menorrhagia, ovarian cyst, pain, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: plaintiff did get depo prior to the procedure and has had estradiol in addition to help with the btb on the depo. She states the bleeding of various shaded of red has decreased but that now she has increased in passing of blood clots that are various sizes. Physicians have recommended to patient that her only option for removal of the essure devices is via a hysterectomy. Patient expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms planning for essure removal in 2018. R as with 7 coils protruding into the uterus. L os with 2 coils protruding into the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: impression: there is no CT evidence of distinct acute finding in the abdomen or pelvis, small linear metallic wire seen in the fundus of the uterus are nonspecific but could be a contraceptive device or related to whatever was recently surgically placed, small nodular enhancing foci in the uterus are too small to characterize and are therefore nonspecific but could be small fibroids.. Hysterosalpingogram - on (B)(6) 2015: results: tubes were blocked, normally functioning device. Ultrasound scan - on an unknown date: results: right ovary and adnexa show essure in positon. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, pregnancy with contraceptive device, abortion missed, depression, post-traumatic stress disorder. Major depression was specified. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-nov-2018: plaintiff fact sheet received. Event cramping was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe burning pain"), pregnancy with contraceptive device ("pregnancy with essure"), abortion missed ("abortion, missed") and genital haemorrhage ("bleeding") in a 37-year-old female patient who had essure (batch no. C18718) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included appendicitis, false labor, normal pregnancy and normal delivery. As medical history, it was mentioned unusually large fetus causing disproportion, unspecified, redundant prepuce and phimosis, absence of menstruation, post term pregnancy, antenatal screening for malformation using ultrasonic, supervision of other normal pregnancy and normal delivery. Concurrent conditions included menses irregular and infection. On (B)(6)- 2015, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)- 2015, the patient experienced menorrhagia ("extremely heavy periods/extremely heavy periods"), polymenorrhoea ("periods come 2 times a month") and pain ("burning pain"). In (B)(6)- 2015, the patient experienced vaginal discharge ("sometimes have brown discharge"), gait inability ("can't walk") and dysstasia ("unable to stand"). In (B)(6)- 2016, the patient experienced ovarian cyst ("cyst on ovary"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), abortion missed (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), intra-abdominal fluid collection ("fluid buildup in stomach causing cyst"), depression ("depression"), post-traumatic stress disorder ("ptsd"), dysmenorrhoea ("monthly cycle severely painful") and major depression ("major depressive disorder, recurrent severe without psychotic features"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first trimester of pregnancy. The patient was treated with hydrocodone, tramadol, ibuprofen, tizanidine, meloxicam, antibiotics and estradiol. Essure treatment was ongoing at the time of the report. At the time of the report, the pelvic pain, depression and post-traumatic stress disorder had not resolved and the pregnancy with contraceptive device, abortion missed, genital haemorrhage, ovarian cyst, menorrhagia, polymenorrhoea, vaginal discharge, intra-abdominal fluid collection, dysmenorrhoea, major depression, pain, gait inability and dysstasia outcome was unknown. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abortion missed, depression, dysmenorrhoea, dysstasia, gait inability, genital haemorrhage, intra-abdominal fluid collection, major depression, menorrhagia, ovarian cyst, pain, pelvic pain, polymenorrhoea, post-traumatic stress disorder, pregnancy with contraceptive device and vaginal discharge to be related to essure. The reporter commented: plaintiff did get depo prior to the procedure and has had estradiol in addition to help with the btb on the depo. She states the bleeding of various shaded of red has decreased but that now she has increased in passing of blood clots that are various sizes. Physicians have recommended to patient that her only option for removal of the essure devices is via a hysterectomy. Patient expects to undergo removal surgery to attempt to seek relief from her severe essure related symptoms planning for essure removal in 2018. R as with 7 coils protruding into the uterus. L os with 2 coils protruding into the uterus diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 1-sep-2015: tubes were blocked, normally functioning device ultrasound scan - on an unknown date: right ovary and adnexa show essure in positon on (B)(6)-2015 CT abdomen and pelvis with contrast: impression: there is no CT evidence of distinct acute finding in the abdomen or pelvis, small linear metallic wire seen in the fundus of the uterus are nonspecific but could be a contraceptive device or related to whatever was recently surgically placed, small nodular enhancing foci in the uterus are too small to characterize and are therefore nonspecific but could be small fibroids. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: genital haemorrhage, pelvic pain, pregnancy with contraceptive device, abortion missed, depression, post-traumatic stress disorder. Major depression was specified. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)-2018: plaintiff fact sheet received: events (can't walk or stand on feet very long periods because it aggravates the pain) were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.